Event description:
It was reported that the customer's insulin pump was showing a low battery indicator despite changing the battery twice in the past week. At the time of reporting the customer's blood glucose was 178mg/dl. Troubleshooting was performed; and, the pump was working properly. The customer was advised to use (B)(6) alkaline batteries rather than the (B)(6) he was using. No equipment was returned. No additional information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.